Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This lv lead was surgically abandoned.